Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) during routine education for anesthesia technicians, javeria malik-anesthesia tech, mentioned that she "had a patient a few months ago where she lost ECG and pressure information and pumping stopped" she was inquiring as to why this would happen and thought it was a non-fiber optic balloon. With further discussion, she had no relevant history and did not recall if there were alarms, what was happening with the patient or connections, etc. I explained that the pump cannot run without patient information. She stated that plugs for ECG and transduced pressure connections were removed and replaced and they also powered the unit off and back on again at the same time. After this, the pump started with no issues and there was no patient impact. She said that she was not aware of any similar problems since with any of their pumps. This customer services their own cardiosave pumps and getinge was not called for any follow-up. We will not have access to error logs, service reports, etc. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h10. Additional contact details: contact person name: (B)(6). Contact person e-mail: (B)(6).

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a

Event description:
It was reported that during a routine education for anesthesia technicians, the anesthesia tech, mentioned that she "had a patient a few months ago where she lost ECG and pressure information and pumping stopped" on the cardiosave intra-aortic balloon pump (iabp) unit. The plugs for ECG and transduced pressure connections were removed and replaced and they also powered the unit off and back on again at the same time. After this, the pump started with no issues and there was no patient impact.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.